Event description:
It was observed that the roller pump was sluggish and sent the heart lung console an alarm. No pt injury was reported as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.